Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was seen in the clinic and their implantable pulse generator (ipg) was interrogated to be functioning normally. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they feel shortness of breath when they walk. The patient also noted that their implantable pulse generator (ipg) exhibited a pacing pause and was nearing end of life (eol). It was also reported that the patient was advised to visit their physician. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they feel shortness of breath when they walk. The patient also noted that their implantable pulse generator (ipg) exhibited a pacing pause and was nearing end of life (eol). It was also reported that the patient was advised to visit their physician. The ipg remains in use. No patient complications have been reported as a result of this event. No further patient complications have been reported as a result of this event.